Event description:
First freeze started. After a couple of minutes probe freezing up shaft and handle. Removed and replaced. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.